Manufacturer narrative:
It was initially thought that this was a two level removal. Only one disc was removed from the patient and reported on report 3004987282-2024-00015. This is a correction to this report number to confirm only one device was returned for investigation.

Event description:
Information received states: the patient is a 64-year-old female who presents with a history of osteolysis surrounding c6/7 disc prosthesis. She also has a disc lesion at c5/6. There is evidence of fibrosis, chronic inflammation comprising predominantly lymphocytes as well as numerous macrophages. The macrophages contain metal particles in the cytoplasm which are non refractile (metallosis). There is no evidence of suppuration and no evidence of a neoplastic population. Infective organisms are not noted. The patient complained of severe headaches, left arm pain and an inability to extend her neck for about 18 months. Her sleep was affected by the pain. Clinically the patient had myelopathic signs with severe weakness in her left hand. Xrays and CT showed that the core of the m6 device at c6.7 had dissolved and there was extensive osteolysis in the surrounding vertebrae at c6. And c7. The MRI showed a disc herniation at the c5.6 level with spinal cord compression and signal changes in the spinal cord. The patient had surgery on (B)(6) 2024 and the m6 device was removed at c6.7, discectomy c5.6 and c 6 corpectomy performed with fusion c5-7.

Event description:
Information received states: the patient is a 64-year-old female who presents with a history of osteolysis surrounding c6/7 disc prosthesis. She also has a disc lesion at c5/6. There is evidence of fibrosis, chronic inflammation comprising predominantly lymphocytes as well as numerous macrophages. The macrophages contain metal particles in the cytoplasm which are non refractile (metallosis). There is no evidence of suppuration and no evidence of a neoplastic population. Infective organisms are not noted. The patient complained of severe headaches, left arm pain and an inability to extend her neck for about 18 months. Her sleep was affected by the pain. Clinically the patient had myelopathic signs with severe weakness in her left hand. Xrays and CT showed that the core of the m6 device at c6.7 had dissolved and there was extensive osteolysis in the surrounding vertebrae at c6. And c7. The MRI showed a disc herniation at the c5.6 level with spinal cord compression and signal changes in the spinal cord. The patient had surgery on (B)(6) 2024 and the m6 device was removed at c6.7, discectomy c5.6 and c 6 corpectomy performed with fusion c5-7.

Manufacturer narrative:
Product has not returned for investigation.